Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I'm in so much pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("extreme pain I have during my cycle") and underwent endometrial ablation ("novasure done a few years after I got essure put in"). The patient was treated with surgery (scheduled for hysterectomy in april). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea and endometrial ablation outcome was unknown. The reporter considered dysmenorrhoea, endometrial ablation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, dysmenorrhea and ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I'm in so much pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("extreme pain I have during my cycle") and underwent endometrial ablation ("novasure done a few years after I got essure put in"). The patient was treated with surgery (scheduled for hysterectomy in april). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea and endometrial ablation outcome was unknown. The reporter considered dysmenorrhoea, endometrial ablation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.